Manufacturer narrative:
The device was discarded and is not available for evaluation. Without the returned device a probable cause is unable to be determined. (B)(6).

Event description:
A user facility mandatory medwatch was received that stated: "spiros device leaked and chemotherapy spilled on floor exposing staff and patient to chemotherapy. Pt. Noticed there was leaking at the spiros site in morning, nurse first observed about 10ml. Removed spiros and was about to restart etoposide then noticed puddle on the floor. No leaking found on the tubing. Not sure if puddle was chemo or not. Other fluid infusing was normal saline (ns) with no signs of leaking. Consulted pharmacy and fellow. Treated puddle on the floor as a chemo spill. Restarted the chemo at 0604 and rn observed for leaking. Chemo infused fine. However total bag was 540. Total infused per the IV pump states 590 (not including spill on floor). The chemotherapy and tubing was disposed of." There was patient involvement and no report of adverse event.